Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock due to oversensing of noise. Review of the device data noted the noise began with an untreated episode due to the noise. X-ray identified a sharp bend in the electrode body located near the device. No adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate shock due to oversensing of noise. Review of the device data noted the noise began with an untreated episode with noise. X-ray identified a sharp bend in the electrode body located near the device. No adverse patient effects were reported. It was reported that the fracture resulted when this patient fell and landed on the implant site. The electrode was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.